Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading the seal into the delivery tube. The surgeon was not able to deploy the second seal into the aorta. Third heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.